Event description:
It was reported that the right atrial lead was repaired due to an insulation anomaly. The lead exhibited normal electrical measurements and repaired implanted.

Manufacturer narrative:
(B)(4).